Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had act button was not working as normal. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that insulin pump was not damaged, dropped or exposed to moisture. The insulin pump was not letting the battery last 4 days and they had a battery cap replacement. Customer stated that time was advanced. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed self test. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).